Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn (B)(4) was not returned for evaluation. There is no indication of any device malfunction. Electrode belt sn (B)(4) manufactured 01/2011.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6 ) male patient called zoll customer support to report that the pt passed away on (B)(6) 2013 at 4:04 am. The pt was in the hospital at the time of patient's passing. The lifevest detected nsvt (220 bpm) at 19:56:46 on (B)(6) 2013. The lifevest deployed gel and delivered a 134j pulse at 19:57:34. The impedance at the time of the treatment was 698 ohms. The rhythm at the time of the shock was ventricular complexes (120 bpm). The patient's post-shock rhythm continued to be ventricular complexes (70 to 140 bpm). The response buttons were not used during the event. The electrode belt was disconnected at 19:57:37. The lifevest was shut down at 20/:28:10 on (B)(6) 2013. The lifevest was deactivated prior to patient passing. The high impedance likely resulted from the device being removed from the patient during the treatment. The response buttons were not used during the event. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.